Event description:
It was reported that during a procedure, it was observed that the pt's blood pressure dropped. A mild cardiac tamponade had occurred. Drainage was performed and the pt recovered on the same day. The pt was in stable condition. Pt's prognosis was satisfactory. The event was possibly procedure related.

Manufacturer narrative:
The generator setting was on temp mode and power output was only at 5 watts. (B) (4). Eval summary: analysis results on both catheter #1 and catheter #2: the catheters passed electrical test, temp bath test, generator test, eeprom data test, carto test, and re-calibration test. Complaint cannot be confirmed.